Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Stuck together.

Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2019-112123. 1818910-2019-112166 is being retracted as it is a report duplication. 1818910-2019-112123 will be kept for investigation purposes.